Event description:
On (B)(6) 2009, the pt underwent the surgery with palmar radius fracture plate and screws. One month after the surgery the surgeon found that the most proximal screw (diam.27x14mm) was backing out. Four months after the surgery the pt felt pain and surgeon found that the most proximal screw has backed out more from the plate. The surgeon is not planning the revision surgery for now.

Manufacturer narrative:
Device is still implanted in pt, thus not available for analysis.